Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure was completed, the patient experienced a pneumothorax. The biopsied nodule was 1.0 cm in size and located in the right middle lobe, close to the pleura. While still under anesthesia an x-ray identified was performed and it revealed that the patient sustained a pneumothorax. The initial size of the pneumothorax was large. A 14 french chest tube was placed in the right chest, but a 2nd chest tube had to be placed after the 1st chest tube was removed due to the expansion of the pneumothorax. The patient was hospitalized for 6 days then discharged home. The physician believed that the radial ultrasound probe possibly caused the pneumothorax as the lesion was not visible on ultrasound and the probe was repeatedly extended. The physician explained that the location of lesion would have likely led to a pneumothorax by CT biopsy. At the time of this report, no diagnosis was yielded, but the patient's family was concerned about metastatic disease.